Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Based on the file review, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement

Event description:
Alarm - error codes / messages- 07/30/2019 08:11:50 rfc_repairs (rfc_repairs) 353.6650 08/12/2019 13:04:20 francisco r zamora (fzamora) logic board was replaced during the repair, it turned out that the new logic board was defective. It failed during plunger force calibration, the problem was isolated to be the new logic board. 08/12/2019 13:24:18 arjie ancheta (aranchet) 1001901771820007110300457111894565.